Event description:
Patient was treated bilaterally with rhinaer stylus in the office under local anesthesia. The patient presented to the office 5 days post-procedure with brisk bleeding that was not able to be controlled in the office setting. The patient was taken to the or where a bleed from a branch of the right spa was controlled with cautery. The patient had vomited a large amount of blood and for safety was intubated and kept in the ICU overnight. The patient required transfusion of prbcs (packed red blood cells) and ffp (fresh frozen plasma). The next day the patient was stable, extubated and sent home. The patient had another brisk, but not as severe, bleed 4 days later (9 days post-procedure) from the left side. The patient was packed in the ed to temporarily control the bleed, then taken to the or where the bleed, near the attachment of the left middle turbinate, was controlled with cautery. A small, less significant bleed on the right, in a different spot than previously treated, was also cauterized. The patient was kept overnight, did well and then was sent home. The patient followed up 14 days post-procedure and was doing well.